Manufacturer narrative:
A2: date of birth: 1951. A2: age at time of event: 72 years old at the time of study enrollment. D3: manufacturer address 1: chapman house, farnham bus park. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study it was reported the patient experienced asthenia. Advanced, multicompartment dosimetry was performed to assess treatment dose. Pre-treatment macroaggregated albumin (maa) dosimetry documented, dose to total perfused liver was 240.1 gy and dose to total perfused tumor was 387.4 gy. On (B)(6) 2023 the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The type of therasphere infusion was left liver. The catheter was positioned in the segments ii, iii, iva, ivb; 7.639 gbq of therasphere was administered to the left liver through vial 1. On (B)(6) 2023, 25 days post index procedure, the subject experienced asthenia, anorexia and right abdominal pain. The subject was hospitalized on the same day for treatment and evaluation. Abdominal CT scan revealed tumor progression, occurrence of a left portal branch thrombosis and peri hepatic rim of ascites. Lab results revealed 50 micromole per liter of total bilirubin which was expected to be normalized by (B)(6) 2023. The event was treated with concomitant medication. The condition of the subject improved by treating the events asthenia, anorexia, and abdominal pain through hydration, analgesics like paracetamol and anticoagulation like innohep. On (B)(6) 2023, the event was considered resolved and on the same day the subject was discharged from the hospital with medications (paracetamol and innohep). The thrombosis, ascites, asthenia, anorexia, and abdominal pain were noted to be the consequences of tumor progression.

Manufacturer narrative:
A2: date of birth: 1951. A2: age at time of event: 72 years old at the time of study enrollment. D3: manufacturer address 1: (B)(6). G1: MFR site address 1: (B)(6). G1: MFR site zip/post code: (B)(6).

Event description:
(B)(6). It was reported the patient experienced asthenia. Advanced, multicompartment dosimetry was performed to assess treatment dose. Pre-treatment macroaggregated albumin (maa) dosimetry documented, dose to total perfused liver was 240.1 gy and dose to total perfused tumor was 387.4 gy. On (B)(6) 2023 the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The type of therasphere infusion was left liver. The catheter was positioned in the segments ii, iii, iva, ivb; 7.639 gbq of therasphere was administered to the left liver through vial 1. On (B)(6) 2023, 25 days post index procedure, the subject experienced asthenia, anorexia and right abdominal pain. The subject was hospitalized on the same day for treatment and evaluation. Abdominal CT scan revealed tumor progression, occurrence of a left portal branch thrombosis and peri hepatic rim of ascites. Lab results revealed 50 micromole per liter of total bilirubin which was expected to be normalized by (B)(6) 2023. The event was treated with concomitant medication. The condition of the subject improved by treating the events asthenia, anorexia, and abdominal pain through hydration, analgesics like paracetamol and anticoagulation like innohep. On (B)(6) 2023, the event was considered resolved and on the same day the subject was discharged from the hospital with medications (paracetamol and innohep). The thrombosis, ascites, asthenia, anorexia, and abdominal pain were noted to be the consequences of tumor progression.